Event description:
Joystick issues. After about a year of having the chair consumer alleges he had to have his joystick replaced because the chair wouldn't move sideways or backward. Consumer alleges about 7 months after the replacement his chair would not turn off. Consumer alleges he had to disconnect the cable to turn the chair off.